Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was a 95% intrastent restenosis in a venous bypass graft in the mid left circumflex (lcx) artery. The physician crossed the target lesion with 2 bsc 0.014 extra support metal guidewire through a bsc 8f al 3 guide catheter. The target lesion was predilated with a 2.0 x 20mm maverick balloon and a 3.5 x 20mm maverick balloon. The proximal end of the graft was tortuous so a bsc choice floppy 0.14 body wire was also used. The physician made 3 unsuccessful attempts to coss the target lesion with a 4.5 x 28mm taxus express2 drug eluting stent (des). On the last attempt, the stent fell off the stent delivery system approximately 10cm in front of the device. The stent was moved to the iliac artery and retrieved with an unknown type retrieval snare. The procedure was unknown type retrieval snare. The procedure was completed with plain old balloon angioplasty (poba) using a 4.5x20mm maverick balloon inflated to 20 atmospheres. There were no patient complications reported with the patient reportedly "doing well".